Event description:
It was reported via user medwatch mw 5041580 that tip detachment occurred. The target lesion was located in the left anterior descending (lad) artery. A 185cm kinetix¿ guide wire was used during coronary artery intervention. Upon completion, a final fluoroscopy was performed and revealed that the tip of the kinetix¿ guide wire was broken inside the distal portion of lad. Attempts to remove the wire were futile. The procedure was completed with this device. No further patient complications were noted.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).